Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during investigation, the complaint of intermittent vibration was not able to be duplicated. Unrelated to the original complaint, visible moisture corrosion was found in the battery compartment and the battery compartment was cracked on the left side of the grip pad. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find moisture corrosion on the printed circuit board. Additionally, the display was dim and gray.